Manufacturer narrative:
Tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not charge the battery and subsequently, the pump turned off due to a low battery charge. The customer reported that the pump shutdown was expected. After charging the pump, the pump turned back on. Tandem technical support assisted the customer with completing the restart and advised the customer to charge the pump 10-15 minutes a day as per labeling. The customer acknowledged the information.

Event description:
The customer's blood glucose (bg) level was 300 mg/dl. A correction bolus via the pump and an insulin injection were used to address the high bg level.